Event description:
Philips received a complaint on the dfm100 indicating that the ECG cable cannot connect. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was defective ECG cable. The reported problem was confirmed. The customer was suggested to replace a new ECG cable to rectify reported problem. The device remains at the customer site and no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.